Event description:
The customer stated that her blood glucose was tested at the doctor's office using the doctor's contour meter and her contour meter. The doctor's meter read 165 mg/dl, while the customer's meter read 365 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution is to be sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.